Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for critical features and for function at the final inspection on 26-oct-2016. No ncrs were generated during production. Manufacturing date: 26-oct-2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure to repair a fracture of the fifth metacarpal on (B)(6) 2017, the reduction forceps would not attach to the bone. As surgeon attempted to apply the device to insert the lag screw, the device slid when surgeon attempted to close it. Surgery was delayed approximately 30 minutes. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) reduction forceps. This is report 1 of 1 for (B)(4).